Event description:
Related manufacture reference number: 2017865-2021-37307, related manufacture reference number: 2017865-2021-37311. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead failed to capture and exhibited intermittent under-sensing. The right ventricular lead (rv lead) exhibited high capturing thresholds. Through fluoroscopy, it was confirmed that the atrial lead was dislodged. During procedure, it was observed that the device had migrated. It was suspected to be due to twiddler's syndrome. The atrial lead was explanted and replaced, and the device and rv lead were repositioned on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture, under-sensing dislodgement due to twiddler's syndrome were not confirmed. As received, a complete lead was returned in one piece. After cleaning, the helix could be extended and retracted and was measured within specification. No anomalies were found.